Event description:
It was reported there was no telemetry despite using multiple programmer heads. The programmer was returned for repair. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: evaluation summary: (B)(4). Programmer works consistently with a known good rf (radio frequency) head. Broken tab on power cord bay door. Stylus loose/detached. (B)(4). Intermittent telemetry with rf head. Rf cable found out of electrical specification.